Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to unknown product performance issue. Additional information obtained from the field which indicated that this lead was attempted in a couple of different target vessels during the course of the implant procedure. When the lead was back-loaded onto the wire, the distal end of the wire came through the lead body. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to unknown product performance issue. Additional information obtained from the field which indicated that this lead was attempted in a couple of different target vessels during the course of the implant procedure. When the lead was backloaded onto the wire, the distal end of the wire came through the lead body. This lead was never in service. No adverse patient effects were reported.